Event description:
Device 1 of 2. Ref MFR report #1627487-2013-11211. It was reported the pt's ipg turns on by itself sometime. At times when the ipg turns on by itself the pt experiences overstimulation. The pt also has to recharge the ipg more frequently than normal. It was also reported the pt has been experiencing a burning/painful sensation at the lead site. The pt will discuss surgical intervention with his doctor on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.